Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2026. On (B)(6) 2026, the patient experienced a "severe abscess" due to the unsterilized products under fas that required a visit to the hospital. The skin reaction was further described as redness, skin inflammation/swelling, skin infection, fluid drainage/discharge, and pain/discomfort that extended beyond the patch perimeter. At the hospital, the patient had a wound culture to test the abscess and she was diagnosed with cellulitis. She was prescribed bactrim and requires full observation for improvement. At the time of the report, patient condition was unchanged. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. Analysis indicated the lot number for this complaint record is associated with the third-party unauthorized product release and use of non-conforming product that was scrapped by dexcom. The third party acted as an unauthorized remanufacturer under 21 cfr 820.3 and engaged in prohibited actions under 21 u.s.c. § 331 without dexcom¿s knowledge or approval. This is documented in CAPA-000611 and fas-sd-26-002. No additional patient or event information is available. No further investigation is required.